Event description:
It was reported that a patient underwent a spinal procedure. During the procedure, "when reducing longitude towers, two extenders slipped off from the mas screw. One extender was reduced further on mayo stand and was found not to have 'clicked' therefore it was not fully reduced to st from load position. A different tower also slipped off screw, when inspected this was found to have been loaded correctly past the st position as when the reducing nut was reversed it locked correctly at st. The same tower was used by the surgeon on the same screw, he noticed it difficult to reduce and when securely connected to screw, again released when under tension from reduction."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.